Event description:
It was reported that during an afib procedure, the patient suffered a pericardial effusion. A pericardiocentesis was performed and the patient was in stable condition.

Manufacturer narrative:
The concomitant products: stockert model # m-5463-01, serial # (B)(4); carto 3 model # m-4800-01, serial # (B)(4); coolflow pump model # m-5491-02, serial # (B)(4); coronary sinus catheter, model # unknown, lot # unknown (disposed); lasso nav eco model # unknown, lot # unknown (disposed). (B)(4).